Event description:
It was reported to boston scientific corporation that a gold probe device was used during a post-polypectomy hemostasis procedure. According to the complainant, they hooked up the gold probe to a generator, but the probe would not heat up. They changed the generator settings, but the probe would still not heat. They pulled the probe out, and exchanged it for new probe; the second probe worked fine and had no issues. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)